Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 470 mg/dl. Customer treated their high blood glucose via insulin pump. Customer declined to stay on the line while they changed out their complete set. Customer advised they would call back if they need any assistance.